Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech called in for help on 8100 unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech had question on error code 241.4140 on 8100 unit he see in the error log, unit came off floor with a fail error, the error has to do with the pressure sensor for patient side on unit if he continue get the error will have to be replace the patient side sensor on unit which is the bottom sensor, ask tech to run pm test on unit if everything passes then setup a small infuse on unit make sure it running ok before going back on the floor, but if you want to replace the sensor its good to replace both sensor but up to you guys, confirm part # for sensor.